Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged the battery compartment was damaged. The battery cap was allegedly intact. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.